Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred. The patient was not connected. The care giver stated that when therapy was over this morning there was fluid under the machine and it had flowed down onto the floor. The bags are empty. There were no alarms. Technical service representative (tsr) explained to care giver that there are no fluids inside the cycler. The care giver stated that they set up the machine and when the machine was torn down this morning there was no fluid on the heater plate or where the cassette is placed. The tsr asked where the supply bags were placed. The care giver stated that they are on the same level as the machine but not near where the fluid was. Care giver stated that the patient did not have any water near the machine. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.